Event description:
It was reported that the right ventricular lead dislodged during implant procedure. The rv lead was replaced. Patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.